Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that she had low blood glucose and this was the fourth time that the blood glucose was below 40 mg/dl. Reviewed programming and found that the time was incorrect and some bolus in the bolus history. Customer stated that she does not recall programming any of the boluses in bolus history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.